Event description:
It was reported that a tlv30 and tr30v were used during a pneumonectomy. It was reported by the affiliate that during the procedure, the tlv30 fired without event on the pulmonary artery. It was reloaded to fire onto the superior pulmonary vein. Only one unformed staple appeared at the site, the remaining unformed staples were in the cartridge. The surgeon had (allegedly) fired the stapler correctly; the tissue was positioned correctly and the retaining pin closed correctly. At the time there was no apparent injury to the pt and a different batch stapler was reapplied. There was no consequence to the pt.